Event description:
It was reported that patient is being considered for a knee poly swap approximate twenty-one years post-implantation due to an unknown reason. However, further info indicates this revision has been cancelled.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, g7, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were provided and reviewed by a health care professional. Review found loss of joint space within the medial compartment of the arthroplasty and results in very minimal genu varus alignment. Could suggest possibly poly wear/disruption. Overall fit of the hardware appears normal. Bone quality appears normal. No signs of loosening or radiolucency or implant or bone fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date - unknown date approximately 21 years ago. Concomitant medical devices: unknown nexgen femoral catalog#: ni lot#: ni, unknown nexgen tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is being considered for a knee poly swap approximate twenty-one years post-implantation due to an unknown reason. Attempts have been made and no further information has been provided.